Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not alarm when the infusion set was replete or there was an issue with infusion set. The customer's blood glucose level was 250 mg/dl. They stated that the situation repeated, the insulin pump did not react properly. The customer performed the auto test and the insulin pump did not vibrate. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device vibrate function properly. No unexpected audio/beep/vibrate anomaly or prime/fill anomaly noted during testing.